Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (45 mg/dl). Reportedly, the pump time and date was inaccurate. The customer did not know how the pump date and time became inaccurate. Tandem technical support guided the customer through adjusting the pump date and time to be accurate. Customer addressed low bg levels with food.